Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# unknown, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a pocket revision to reposition and re-seed the implantable neurostimulator (ins). The patient was reportedly ¿thin¿ and there was not ¿a lot of tissue¿ to place the ins deeper. It was later reported that the patient was in a wheel chair and so the location of the battery was ¿bothersome¿. The ins was simply moved to a "more comfortable spot". The reporter indicated that the device was working "properly" and the patient was happy.

Manufacturer narrative:
(B)(4).